Event description:
It was reported that an unspecified malfunction alarm occurred. There was no adverse impact to the customer's blood glucose level. No additional information was provided. Multiple attempts were made by technical support to obtain additional information; however, a response from the customer was not received.